Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the up and down buttons are unresponsive to presses. It was also reported that the pump is not exposed to water and there is no damage to the pump.